Event description:
Following deployment of a cypher stent, the balloon was noted to be ruptured upon removal from the guide catheer. During a subsequent injection through the same guiding catheter, it was noted that a balloon fragment flowed from the coronary catheter into the coronary system and became lodged in the ostium of the lcx/lm. An attempted to capture the fragment with another balloon was unsuccessful. The fragment was removed from the patient using a snare device. The blood flow was never impaired and the patient was discharged from the procedure in stable condition. The patient was taken electively to the cardiac cath lab, where angiography revealed a 95%, bifurcating stenosis in the mid-lad, involving the diaginal branch. A bolus of heparin was administered via IV. Integrilllin was also administered during the procedure there were difficulties in accessing or wiring the vesssl noted. Several guiding catheters were used without success; however, finally th eostium was canulated with a 7frxb3.5 catheter. A hi-torque floppy wire was advanced through the lesion and into the distal lad. Several wires were used to attempt to wire the diagonal as well; however, this was unsuccessful. The lad lesion was predilated with a 2.5 x 12mm balloon. A 3.0 x 13mm cypher stent was deployed to 12 atms with safisfactory results. No balloon burst was noted. Upon removal of the sds from the guiding catheter/touhey-borst valve, a balloon "fracture" was noted. The valve was opened to allow all debris to flow out of the system. The wire was removed from the lad and a new wire was positioned in the vessel. A choice pt wire was advanced into the diagonal branch as well, and successful ptca was performed within the bifurcation of the lad/diagonal via kissing balloon technique. The wires were removed and additional angiographic views were visualized.